Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported following an intraocular lens implant procedure, the patient was unhappy with the aberrations and vision associated with the lens. The lens was exchanged later in a secondary procedure with no patient harm. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received which states the reason for explant was blurred vision, photophobia, shadows and intolerance to vision. There are two medical device reports associated with this event. This report is associated with the left eye.